Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart device and receiver that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/01/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed pairing test with nordic bluetooth device and unit failed . Performed functional testing and unit failed . The reported event of loss of connection was confirmed . A root cause could not be determined.